Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient called wondering if they could use the old style ptm (personal therapy manager) with their new pump because they had a hard time trying to connect to the pump with the new style ptm ever since they got it. The patient stated that they had the communicator right on top of the pump and it would still come up retry and sometimes they had to do it 4 or 5 times. Other times, it would get stuck at 90%. During the call, the patient was able to connect with no issues. The agent walked the patient through clearing the data from the myptm app. It was noted that the troubleshooting steps that were taken on the call resolved the issue.